Event description:
Field officer rec'd a letter from a customer, stating the procedure that was performed on their spouse in april 1997 did not work, the device was a failure. Rptr said one mo later spouse had to have another procedure done. Date purchased 4/97.